Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a drive support cap sticking out of the insulin pump. Customer's blood glucose level is unknown. The customer state the insulin was squirting out of the pump. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The pump passed the displacement test. However, we were unable to perform the prime, basic occlusion, occlusion or excessive no delivery tests due to a detached end cap. The drive support cap was inspected, and no anomaly was noted. The pump also had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, and debris under the window.